Event description:
It is alleged by the pt's representative that, "the pt's right hip began squeaking and she was subsequently revised."

Manufacturer narrative:
As this is a legal case, there is no additional info available at this time.